Event description:
It was reported during the inspection of the returned loner instruments from the demonstration; it was found that the nut of connector adaptor could not be loosened.

Manufacturer narrative:
Methods: device history review, device inspection; material inspection. Results: the customer reported event of the trio connector adaptor locking nut jamming pre-op was confirmed via a functional inspection. An attempt was made to disassemble the returned device, but it was not possible because the locking nut was jammed. The customer reported event occurred during inspection, so no patient was involved and no harm was reported. Material analysis was performed on a similar investigation sample and it was determined that galling was the cause of the seizure of the locking screw. Additionally, no manufacturing defects were observed during the analysis. Furthermore, manufacturing records were reviewed and no issues were identified. The cause of the reported event was determined to be galling between the locking nut and the connector head. Conclusion: the cause of the reported event was determined to be galling between the locking nut and the connector head.

Event description:
It was reported during the inspection of the returned loner instruments from the demonstration; it was found that the nut of connector adaptor could not be loosened.